Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm fusiform thoracic aortic aneurysm. The iliac vessel morphology was reported as severe tortuosity with moderate calcification, and the iliac vessel diameter was 7-9 mm in diameter. It was reported that the first talent stent graft was inserted and deployed as planned. However, the delivery system of the next talent stent graft (MFR report # 2953200-2010-01325) could not be advanced to the intended landing zone, and the right iliac artery became dissected during the advancement attempt. The delivery system was removed from the patient, and a reliant balloon was placed to ensure that the patient was hemodynamically stable. The physician elected to place a bare metal iliac stent to cover the dissection. In addition, a distal type I endoleak was observed at the first talent thoracic stent graft (MFR report # 2953200-2010-01326). The physician elected to place two stent grafts from another manufacturer, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): results: endoleak, severe vessel tortuosity, moderate vessel calcification.